Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that both pumps were alarming no disposable, pump won't run, not detecting the cassette, when a smiths medical, cadd medication cassettes was attached with 13.5 ml remaining. It was reported the end user attached a new cassette which resolved the alarming. No adverse patient effects were reported. No additional information is available at this time.